Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported via a webform a sensor error message with the adc device. The customer was contacted via phone and reported experiencing sweating and a loss of consciousness, requiring treatment of glucogel from their husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor was successfully scanned using a similar configuration and was not able to replicate the complaint. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported via a webform a sensor error message with the adc device. The customer was contacted via phone and reported experiencing sweating and a loss of consciousness, requiring treatment of glucogel from their husband. There was no report of death or permanent injury associated with this event.